Event description:
A doctor's office alleged that the demi light was not curing restorations for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
It was reported that the doctor noticed the composite was not fully curing during the patient's procedure. The doctor cured the composite longer, without further incident. No injuries were associated with this incident. To date, the patient is doing fine. This incident is MDR reportable as a malfunction because the device could cause or contribute to a serious injury if the malfunction would to recur. The product has not been returned; therefore, no evaluation can be conducted.